Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿computed tomography techniques help understand wear patterns in retrieved total knee arthroplasty¿ written by arianna cerquiglini, msc, et al. Published in the journal of arthroplasty 33 (2018) 3030-3037 16 april 2018, https://doi.org/10.1016/j.arth.2018.04.010, was reviewed. The purpose of this study was to correlate highly accurate measurement of prerevision tka position on CT in the coronal plane, provided by an established 3d imaging technique, with retrieval findings, post-revision, provided by a novel micro-CT-based method, to better understand implant orientation effects on knee implant performance. There were implants from multiple manufacturers. Patellar resurfacing was not mentioned nor was cement manufacturer. Depuy implants used: pfc sigma (cr & ps), lcs complete (cr), attune (ps & cr). Table 1 on page 3032 breaks down the type of implant used and patient demographics. Depuy implants are as follows: implant 1: pfc sigma (cr), depuy; (B)(6) year-old female; revision at 15 months secondary to aseptic loosening (interface or component not specified). Implant 2: pfc sigma (cr), depuy; (B)(6) year-old male; revision at 53 months secondary to malposition. Implant 6: pfc sigma (cr), depuy; (B)(6) year-old female; revision at 20 months secondary to pain. Implant 10: lcs complete (cr), depuy; (B)(6) year-old female; revision at 24 months secondary to patellar maltracking. Implant 11: lcs complete (cr), depuy; (B)(6) year-old female; revision at 162 months secondary to varus instability. Implant 12: lcs complete (cr), depuy; (B)(6) year-old female; revision at 12 months secondary to instability. Implant 13: pfc sigma (ps), depuy; (B)(6) year-old female; revision at 45 months secondary to malposition. Implant 14: pfc sigma (cr), depuy; (B)(6) -year-old female; revision at 60 months secondary to instability. Implant 15: pfc sigma (cr), depuy; (B)(6) year-old female; revision at 19 months secondary to stiffness. Implant 16: pfc sigma (ps), depuy; (B)(6) -year-old female; revision at 61 months secondary to aseptic loosening. Implant 17: pfc sigma (ps), depuy; (B)(6) year-old female; revision at 17 months secondary to instability. Implant 18: pfc sigma (cr), depuy; (B)(6) year-old female; revision at 13 months secondary to patellar maltracking. Implant 19: pfc sigma (cr), depuy; (B)(6) year-old female; revision at 10 months secondary to instability. Implant 20: attune (ps), depuy; (B)(6) year-old female; revision at 5 months secondary to instability. Implant 22: pfc sigma (cr), depuy; (B)(6) year-old male; revision at 22 months secondary to malposition. Implant 24: attune (cr), depuy; (B)(6) year-old female; revision at 22 months secondary to instability. Implant 26: attune (cr), depuy; (B)(6) year-old female; revision at 24 months secondary to instability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.